Event description:
It was reported the pt, implanted in 1997, is having access to sound but reports a decrease on volume.

Manufacturer narrative:
The device has not been explanted. If it should be explanted it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.